Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad in the grasping section was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The investigation found the reportable and identified malfunction are inferred to have occurred through the following mechanism. 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, short circuit errors occurred, and a contact mark was developed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was found during the evaluation that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue pad in the grasping section was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There were no reports of patient involvement.